Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this medwatch. This report should be voided and a corrected report was filed under the following report number: 0001825034-2020-01262.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that sales representative had issues during a case with the driver breaking during case. A piece fell into the patient and was retrieved prior to closing. Caused a delay of an hour, but it is unknown if more anesthesia was administered to the patient or not. A second device was used to complete the procedure. Attempts have been made and no further information has been provided.